Event description:
The pt, who had undergone numerous previous procedures, underwent an interventional procedure through the right common femoral artery. The physician closed the arteriotomy with the closer tsl 6 fr. Device. The procedure and closure were concluded uneventfully. Following the procedure it was noted that distal pulses were diminished, however because diminished pulses had been noted prior to the procedure, the pt was transferred to the ward. The following day the pt complained of weakness in the right leg and pt was transferred to surgery. The vascular surgeon noted interluminal hyperplasia of the vessel and he attributed this to the fact that the pt had undergone numerous prior procedures. The vascular surgeon found that the hyperplasia of the vessel had created folds in the internal vessel wall. The closer device had pulled the folds and closed the vessel off. The vascular surgeon repaired the vessel with a graft. The pt recovered without further incident.